Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had not had therapeutic benefit. She still got up to go to the bathroom at night. The patient was wetting herself one a day too because she could not hold it. She had been to the health care professional (hcp) 3 times to have him change the program or adjust it up. Her husband has tried adjusting it about 6 different times and it had not helped. It was noted that it might help for a while but then it quits. The patient felt stimulation. She felt a sort of pressure in the vaginal region. The patient was on program 4 at 2.6v. It shocked her sometimes and when it happened, she turned it down and did not feel it at all. This issue was related to positional movements. Furthermore, it hurt at the implantable neurostimulator (ins) pocket site. It especially hurt when the patient was lying down. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. Follow up was conducted to obtain circumstances that led to the event and steps taken to resolve the event. If additional information is received, the event will be updated.